Event description:
The customer reported to customer advocacy, "infant circuit developed a leak on wednesday night while on a patient. No cracks were noted in the wye on this circuit. The therapists were unable to locate the exact point of the leak, but the circuit would not pass a circuit test. Unfortunately, they did not save the circuit for me." Additional information from the customer indicates the circuit had been on the patient for approximately a week before the leak formed. The respiratory therapist noticed a problem with the patient's wave forms and they were having trouble maintaining saturations. That is when they changed out the circuit which resolved the issue. It was reported that they could not identify exactly where the leak was coming from.

Manufacturer narrative:
(B)(4). When this investigation is completed, a follow up report will be sent to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: a return sample was not available for evaluation. Therefore, the complaint could not be confirmed. Root cause could not be determined. The lot number was not provided and therefore a device history review could not be performed. No additional information could be provided. Should additional information become available, a follow up medwatch will be submitted.